Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned for evaluation.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy with uterine morcellation and shortly after the procedure was informed she had cancer.